Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Hospital policy.

Event description:
As reported: "reunion total shoulder removal. Patient infected. Components removed, shoulder spacer implanted. No complications. Information submitted was everything from both surgeon and hospital. No further details".

Event description:
As reported: "reunion total shoulder removal. Patient infected. Components removed, shoulder spacer implanted. No complications. Information submitted was everything from both surgeon and hospital. No further details".

Manufacturer narrative:
The reported event that reunion tsa - sr 4mm off set humeral head 52x20 was alleged of 'infection' could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event (such as patient activity level post op, x-rays... ) as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.